Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2020, mentor reviewed the maude database and received additional information confirming the patient's previously unknown symptoms. The patient experienced generalized illness symptoms including chronic urticaria, cystic acne, fatigue, migraines, ocular migraines, depression, heart palpitations, anxiety, brain fog and debilitating memory loss, hormonal symptoms, joint pain, shoulder and neck pain, hair loss, weight gain, insomnia, and inflammation post operatively. The patient indicated they had early onset thyroid disease and was utilizing sleeping medication. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor smooth round moderate profile 325cc and experienced unspecified generalized illness symptoms post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.